Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 22 mmol/l. The customer stated that her blood glucose levels did not go down even after bolusing five units. The customer also stated that no alarms had occurred and that no alarms were showing in the alarm history. The customer then stated that she is now on manual injections. Nothing further reported.